Event description:
A contour threadlift was done in 2006. Thread were placed by facial plastic surgeon in cheeks and forehead. Recovery time was not as brochures stated. Brochures state one can return to work almost immediately after but recovery took over 3 weeks. Patient had to request extra time off from work due to visible bruising and dimpling. Almost immediately after placement, the threads in forehead stopped holding brow and surgeon adjusted thread which later fell again. Patient never saw any improvement with so called brow lift with contour threads. Surgeon had to adjust threads to minimize puckering/dimpling around week 2 and week 3. Around month 2 noticeable scars began forming around one area in which puckering had occurred. Approximately 8 to 9 months later, threads no longer appeared to lift and a raised area appeared where one thread was placed. Surgeon had to remove part of thread and perform scar revision at approximately 10 months, scars were now visible along the thread placement sites all along cheeks and scars continued to form and worsen so surgeon removed threads in 2007. Patient now has permanent scarring in several areas of face. Surgeon promised patient full refund months before thread removal since he agreed patient received no benefit from threads.